Event description:
It was reported the device was used during an unknown procedure. It was reported by the rep the er320 doesn't release the closed clip but after some problems it was released. Physician used other instrument (same code) and did not have problems. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d10-info not provided by the affiliate. H4-info not available. Results of evaluation: conclusion: based upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with a bent shaft, but was otherwise in good physical condition. No conclusion could be reached as to how the shaft had become bent. The instrument was cycled and fed the clip as designed. The clip form was within design specification. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification.